Event description:
Additional information was received. The patient was implanted with a new pacemaker system, implanted on his left side (the original lead system and affected device is on the patient's right side). The old pocket at this time has not been opened; this device mode has been programmed from vvi to off. The atrial lead port has been capped and a 4470 lead is positioned in the right ventricle. A review of the data revealed the daily measurements were stable and consistent. There was a programming change from vvir 70-140 (msr) to dddr 70-140 (msr) approximately one year earlier as the patient with this device had been in one-hundred percent atrial tachycardia rate mode switched with a previous history of chronic atrial fibrillation. No further programming changes were made. The battery gauge on the visit indicated longevity at fourteen years. Four months later, battery longevity remaining was nine years remaining and the gauge was at seventy-five percent. Minute ventilation and accelerometer were "on" during both follow up visits. There was no decision regarding explanting this device as of this date.

Manufacturer narrative:
As this device remains implanted, no analysis can be performed to determine the root cause. Should additional informaiton become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that the patient with this device presented to the emergency room with symptoms of lightheadedness and a lower than normal heart rate of 50 bpm. Interrogation of this device revealed end of life status and programming changes could not be performed. There was concern of early depletion. A replacement procedure is intended. An internal technical service consultant was contacted and a save to disk for review by engineering was recommended. In addition, device removal was recommended. A decision was made to replace this procedure. The patient remains hospitalized until the replacement is performed. No adverse patient effects were reported. A replacement procedure was performed. A new system was implanted on the opposite body side and this device remains implanted as the physician was concern with changing the system with existing chronic leads. Pacing therapy was programmed off, but no device details were unable to be obtained besides the battery detail screen. As the device will not be returned for analysis, the data will be reviewed by ts in an attempt to determine the reason for the early battery depletion. Initial review by ts revealed the patient with this device was in atrial fibrillation for the three and one half-months during which the longevity decreased five years. The device remained in dddr pacing mode until the hospitalization. Further analysis was performed by engineering. It was thought that there most likely is a hardware malfunction that caused the early depletion. Device replacement and return of product was recommended.

Event description:
This device was explanted and return of product is intended. Both the leads were surgically abandoned. The replacement device is functioning as programmed and lead parameters are normal. Blended sensors were programmed "on" and the device will be further monitored.